Event description:
Customer reported that patient with known anti-e and anti-kell did not react with 0.8% resolve panel a lot 8ra172. The customer performed testing with another product and the antibodies were identified. No death or serious injury was associated with this incident.